Event description:
Plugged plasmablade into the medtronic machine. Pushed button on handpiece to activate and nothing happened. Unplugged everything, plugged it back in and still didn't work. Unplugged everything, turned off the machine. Turned it on and plugged in again and still nothing. Opened a second hand piece, plugged in and it worked. Pulled the non-working hand piece off the field, put in back in its box and had sent to risk management.